Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump exhibited an unresponsive or intermittently responsive sleep/wake button and touch screen, requiring multiple attempts to wake and unlock, and a replacement device was arranged. Symptoms included no adverse clinical effects, with blood glucose reported at 172 mg/dl and not affected. Outcomes included continued cgm use and education on shutdown, data sync, startup, shipment timeline, return process, and acknowledgment that historical ilet data will not transfer to the replacement. Investigation included troubleshooting and user education. Investigation of this case revealed a suspected hardware failure of the user interface components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.